Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a peripheral intervention in the superficial femoral artery (sfa), the jetstream xc atherectomy catheter completely lost aspiration approximately two minutes into the procedure. The catheter was removed, flush was attempted; however the aspiration never returned. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.